Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The customer's meter was returned for investigation where it was tested using retention controls. Testing results (qc range = 2.5- 3.9 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sta neoplastin cia plus on a stago analyzer. The meter result was 4.1 inr and within 4 hours the laboratory result was 3.1 inr. On (B)(6) 2020 the meter result was 4.0 inr and within 4 hours the laboratory result was 3.0 inr. The patient's warfarin dose was adjusted based on laboratory results on (B)(6) 2020 and (B)(6) 2020. On (B)(6) 2020 at 6:40 a.m. The meter result was 7.8 inr and at 9:00 a.m. Or 10:00 a.m. The laboratory result was 4.7 inr. The patient's warfarin dose is held for two days due to the laboratory result on (B)(6)2020. The patient's therapeutic range is 2.5-3.5 inr and tests weekly. The patient feels light head and tired, but stable.